Manufacturer narrative:
(H3,h6):representative replaced xray handswitch due to exposed cable wiring.representative performed system checkout.system functioning as designed. Codes:b01,c07,d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -/-, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that the cable for the system's handswitch was damaged and needs to be replaced. Specifically there was a cut in the cable and some wiring was exposed.no patient present.